Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. A manufacturing record evaluation was performed for the finished device 30140376m number, and no internal action was found during the review. Concomitant product: pentaray navigational eco catheter, us catalog #: d128211, lot #: 30146449l; carto system, us catalog #: unknown, serial #: unknown. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation ablation procedure with a thermocool® smart touch¿ electrophysiology catheter and suffered cardiac tamponade requiring pericardiocentesis. During the ablation phase, a cardiac tamponade was confirmed. Remainder of the procedure was aborted. Pericardiocentesis was performed to remove an unspecified amount of fluid from the pericardium to stabilize the patient. Extended hospitalization was required for monitoring purposes. Patient¿s outcome is fully recovered. Physician¿s opinion regarding the cause of the adverse event is that it was patient condition related, the patient had big breathing movements, which might have contributed to the adverse event. Transseptal puncture was performed with an unknown transseptal needle. There was no evidence of steam pop during the ablation. The catheter irrigation was set at 17 ml/min up to 30 watts and 30 ml/min above 30 watts. The force visualization features used included graph, dashboard and vector. The parameters for stability used with the visitag module were 3mm; 3seconds. The additional filter used with the visitag module was 25% of the time 3g force. The color option used prospectively was ablation index.

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Investigation summary: it was reported that a patient underwent a paroxysmal atrial fibrillation ablation procedure with a thermocool® smart touch¿ electrophysiology catheter. During the ablation phase, a cardiac tamponade was confirmed. Remainder of the procedure was aborted. Pericardiocentesis was performed to remove an unspecified amount of fluid from the pericardium to stabilize the patient. Extended hospitalization was required for monitoring purposes. Patient¿s outcome is fully recovered. The device was visually inspected and it was found in good conditions. The magnetic, temperature and force features were tested and no issues were observed. In addition, the catheter was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed and no internal actions related to the reported complaint were identified. The catheter passed all specifications. The root cause of the adverse event remains unknown. Physician¿s opinion regarding the cause of the adverse event is that it was patient condition related, the patient had big breathing movements, which might have contributed to the adverse event. The instructions for use states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer¿s reference number: (B)(4).